Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A caller reported that at 8:00 on (B)(6) 2021, a sensor scan of 52 mg/dl was received, and based on the sensor results, the customer¿s father treated him with sugar. At 9:30 on the same day, a post-treatment sensor scan of 60 mg/dl was received as compared to a built-in device result of 360 mg/dl and the customer experienced a symptom of headache. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer¿s father consulted with an hcp via phone and per the hcp advice, an unspecified insulin injection dose was administered to the customer as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A caller reported that at 8:00 on (B)(6) 2021, a sensor scan of 52 mg/dl was received, and based on the sensor results, the customer¿s father treated him with sugar. At 9:30 on the same day, a post-treatment sensor scan of 60 mg/dl was received as compared to a built-in device result of 360 mg/dl and the customer experienced a symptom of headache. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer¿s father consulted with an hcp via phone and per the hcp advice, an unspecified insulin injection dose was administered to the customer as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (serial no.) Was incorrectly documented in initial report. Correction has been made.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A caller reported that at 8:00 on (B)(6) 2021, a sensor scan of 52 mg/dl was received, and based on the sensor results, the customer¿s father treated him with sugar. At 9:30 on the same day, a post-treatment sensor scan of 60 mg/dl was received as compared to a built-in device result of 360 mg/dl and the customer experienced a symptom of headache. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer¿s father consulted with an hcp via phone and per the hcp advice, an unspecified insulin injection dose was administered to the customer as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.